Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned and investigated. The reported mechanical jam (clip - initial opening) was confirmed. Additionally, the l-lock tabs were noted to be broken and the separated pieces were found in the connector windows. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed a cause for the clip actuation could not be determined. The broken l-lock tabs due to torsional fracture mode that resulted in minor scratches on the actuator coupler (l-lock tabs and coupler interaction) appear to be related to procedural conditions as multiple attempts were performed during the troubleshooting process; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the broken l-lock tab. It was reported that during a mitraclip procedure, the clip delivery system (cds) was prepared for use and no issues were noted. The cds was advanced into the left atrium and positioned over the valve. The clip was opened; however, the clip was unable to open to 180 degrees, and would only open approximately 120 degrees. Troubleshooting maneuvers were performed, but after the third attempt, the decision was made to use a second cds. The clip was closed and removed without issue. A second cds was used without difficulty and the clip was implanted, reducing the mr from grade 4+ to <1+. There was no adverse patient effect and no clinically significant delay. Returned device analysis noted that the l-lock tabs were broken. No additional information was provided.